Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and confirmed the 2011/2012 error issue. Fss replaced the advantech single board computer (sbc), network adapter printed circuit board assembly (pcba), instrument manger and modified ethernet cable assembly to resolve the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2011 (error getting version strings from instrument host)/ error 2012 (instrument host timeout error) occurred with the whitestar signature system. The customer rebooted equipment with no success. It was reported that the customer has a back-up system to use. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In the initial report, the device manufacture date provided (03/06/2009) was incorrect. The correct date of manufacture is 12/12/2008 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.